Event description:
It was reported that 300 ml infusion bags from (B)(4) (fresenius compoflow) are not properly emptied by the level1 h2 pressure chamber. The user must always manually squeeze the pressure bag at the end of the infusion to allow the final fluid to drain from the IV bag. No patient injury or complications were reported in relation to this event.